Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced infection at the ipg pocket site. As such, surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue. Patient was hospitalized to treat the infection. Additionally, the infection is treated with oral and IV medications.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.